Manufacturer narrative:
Laboratory testing could not be performed as the device was not returned for evaluation. In the absence of the physical product, it was not possible to apply the defined test methods or conduct any material or functional analysis in accordance with standard procedures. Based on the investigation performed, the event could not be confirmed, and no definitive root cause could be identified. The event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: no adverse or unexpected trends related to the alleged event have been identified. No further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.

Manufacturer narrative:
The alleged event is a risk associated with breast surgery, and there is no evidence to suggest a link between this particular implant and/or its manufacturing process and a higher risk of occurrence. The instructions for use in the directions for use were reviewed to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section on surgical precautions as follows: patients should be advised that tissue expanders may deflate and require replacement surgery. Tissue-expander deflation occurs when saline solution leaks through a break or damaged shell or injection port. Rupture/deflation can occur at any time after implantation, but the likelihood increases the more prolonged the breast-tissue expander is in place. Deflation occurs immediately or progressively and is noted by the loss of size/shape of the device. Establishment labs requested the motiva flora ® te in order to test the unit to determine the most assignable cause, including but not limited to: revision and characterization of the failure, testing according to approved standards, etc.). However, for this specific case, we do not have concrete information regarding whether the units will be returned. A complete review of the DHR for lot involved was carried out, no deviation was found in the manufacturing process. Additionally, there were no indications of abnormalities in raw materials or manufacturing processes which may have affected this particular batch. Establishment labs will continue to monitor for similar complaints/trends. As part of the post market surveillance process, monitoring of the primary endpoints reported is performed to determine unfavorable trends. Per our current complaint data report, no unfavorable trends were detected on this product. No further actions are required.

Event description:
USA. It has been alleged that some patients implanted with motiva flora tissue expander lot number 25031568 are experiencing leaks. At this time, it is unknown which serial number corresponds to each patient or the specific outcome of the issue. Efforts to obtain additional information are ongoing, and the investigation remains in progress.

Manufacturer narrative:
The serial number is being included since it was captured after the initial report was sent.